Manufacturer narrative:
Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis zee multi-purpose system. During a patient procedure, the user reported that the wireless footswitch did not work. We are unaware of any impact to the state of health of the patient involved. Siemens has requested additional information in order to conduct an investigation of the reported event.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The investigation showed that the fault described in the complaint is due to a combination of two causes. Firstly, the charging contacts of the battery of the foot switch or its charging station were damaged so that an accurate charging of the battery was only possible to a limited extent. And secondly, the charging status indicator of the battery was not observed on site. An empty battery of the foot switch naturally precludes an adequate operation of the foot switch. If the battery is empty, the footswitch is also out of function. The system can be operated without this foot switch because the system also has a manual release switch. However, it is not possible to trigger fluoro, but only acquisitions; which is the appropriate risk mitigation for this case. Although this results in a slightly higher dose area product, it is ultimately up to the operator to decide whether this is acceptable and continue the examination on this device or on another device. In both cases, there is no unacceptable risk to the patient that would lead to a reportable event. The affected foot switch including charging cable was replaced on site by the local service organization. The error described in the complaint has not been reported again. After detailed investigation, the incident is not classified as a reportable event as neither serious injury, death nor an unexpected prolonged hospitalization of the patient or any other person occurred or could be expected.